Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have changed set and woke up with reservoir empty. Infusion set was also detached from customer. Customer's blood glucose was 35 mg/dl. Customer also reported of having high blood glucose of 438 mg/dl at the time of call due to changing insulin type. Customer was educated on proper adhesion methods. Customer declined troubleshooting for high blood glucose.